Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a bariatric procedure. The surgeon went to fire the manual stapling handle and it did not fire. The stapler was removed from the sterile field and another manual stapling handle was obtained. For the second device, it fired but did not close completely. Another stapler was used. There was no patient injury and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of both instruments noted sheared teeth on the firing rack at site of initial firing post clamp up. An access hole was cut into each instrument body for visualization of the firing rack. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Both instruments were successfully loaded with a pmv loading unit. Functionally, the instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.